Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the probable cause was due to downstream occlusion(dso) sensor and printer wire assembly(pwa) was defective. The dso sensor and pwa was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that the device failed a downstream occlusion test. There was no reported patient involvement.